Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: a device history record review was completed for provided material number 309653 and lot number 0058591. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, three physical samples and three photos were provided for evaluation by our quality team. The samples came in opened packaging blisters. A visual inspection was performed with a 30x microscope and no foreign mater, defect or any other imperfections were observed. The three photos provided show the samples received. Investigation conclusion: based on the investigation with the sample and photo sample analysis the symptom reported by the customer could not be confirmed. Root cause description: it could be possible that the medical grade silicone on the stopper is inducing what is believed to be foreign matter. Rationale: further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in 3 bd luer-lok¿ tip syringes. The following information was provided by the initial reporter: "foreign material".